Event description:
Patient came in before apt time due to pump alarm "upstream occlusion". Chest port patent with good blood return . Drug cassette appeared empty , total infused volume 93.6cc. Charge nurse verified pump and cassette and pump can't be restart. Rn spoke to pharmacist and was advised to disconnect pt. Cadd pump sent for service. Provider is informed via epic message.